Event description:
It was reported that during preparation of a 4.0x28 rx multi-link vision stent system, the stent was not crimped on the balloon of the delivery system. The device was not used and there was no patient involvement. A new unspecified stent was implanted. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported unstable stent could not be confirmed as the stent was returned dislodged. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.